Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the entire control panel on the front panel may have flashed due to an error caused by the fatigue of the high intensity motor. The cause of the fatigue of the high intensity motor could not be determined. -from the evaluation results of the device by olympus service operation repair center (sorc), sorc determined that the blinking of the entire control panel was reproduced and was caused by the fatigue of the high intensity motor. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The sensor part of the output socket was fatigue. The turret was slow due to fatigue. -here was an abnormality in the high intensity mode due to fatigue of the high intensity motor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that sometimes the entire control panel on the front panel flashed due to connection failure of the output socket. There was no report of patient injury associated with the event.